Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the endotracheal tube slipped through the lock on the tube holder. As a result, the tube became dislodged and patient was extubated. According to reporter, the patient became bradycardiac and required resuscitation and re-intubation. No permanent adverse effects reported.